Event description:
Reportedly, on (B)(6) 2019 before providing the subject smartview monitor to a patient, it was checked in its operation. 3g adapter was powered on and it was connected to the telephone network. When the monitor was powered on, the pit button immediately became red. The red light was constant and it was impossible to complete the installation. These tests were repeated on (B)(6) 2019 and the reported events were reproduced.

Manufacturer narrative:
D2 corrected. Please refer to the attached analysis report.

Event description:
Reportedly, on 25 jan 2019 before providing the subject smartview monitor to a patient, it was checked in its operation. 3g adapter was powered on and it was connected to the telephone network. When the monitor was powered on, the pit button immediately became red. The red light was constant and it was impossible to complete the installation. These tests were repeated on (B)(6) 2019 and the reported events were reproduced.

Event description:
Reportedly, some mechanical issues were encountered with the subject home monitor when it was tried to boot it.